Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, a new branch occlusion was noted in the proximal m2 branch of the left mca. Following unsuccessful attempt to remove the clot with the subject retrieval device, imaging revealed that sufficient blood flow provided through the contralateral a1-a2 anterior cerebral artery and the procedure was stopped.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the left m1-m2 segments of the middle cerebral artery (mca). The proximal portion of the m1- mca clot was removed with the first pass of the subject retrieval device. Second pass with the same retrieval device was made to remove the distal portion of the m1 clot extending into m2. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. Imaging showed that the left mca was widely patent; however, embolization to a new previously uninvolved a1 anterior cerebral artery (aca) territory occurred and a1-aca was occluded now. Multiple attempts were made to reconstitute at the a1 using another of the same retrieval device but all attempts failed. Then an angiogram revealed that sufficient blood flow provided through the contralateral a1-a2 anterior cerebral artery and the procedure was stopped. The reported event probably occurred during the clot retrieval of the left m1-mca and related to the first retrieval device used in the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.